Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue included the ins being at zero volts. Diagnostics/troubleshooting involved reviewing the settings and changed amplitude to previous programmed settings. Interventions/actions included reviewing the previous settings and updating the ins. The issue is reported to be resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause was not determined. This has been confirmed by the physician.

Manufacturer narrative:
Correction to clarify event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue included the ins being at zero volts. It was said that when the patient was implanted on (B)(6) 2018 that setting were transferred from the old ins to the new ins with the tablet, but the voltage didn't transfer for amplitude, so ins was at 0v when the patient was sent home. Diagnostics/troubleshooting involved reviewing the settings and changed amplitude to previous programmed settings. Interventions/actions included reviewing the previous settings and updating the ins. The issue is reported to be resolved. Additional information was received from the rep indicating the cause was not determined. This confirmed by the physician. Additional information was received: it was reported that when the patient was experiencing their withdrawal symptoms they had to be taken to the emergency room via ambulance where the root cause was discovered. There were no further complications reported.

Manufacturer narrative:
Fdd (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that when the patient was experiencing their withdrawal symptoms they had to be taken to the emergency room via ambulance where the root cause was discovered. There were no further complications reported.